Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The s-curve height was measured within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2021-10725. During a follow-up in-clinic, loss of capture was noted on the device. X-ray imaging was performed and confirmed dislodgement of the left ventricular (lv) and right atrial (ra) lead. The lv lead was explanted and replaced to resolve the event. The ra lead was repositioned to resolve the event. The patient was stable.